Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s): 310f29 tissue valve, implanted: (B)(6) 2005. A 5076-45 lead, implanted: (B)(6) 2005. (B)(4).l

Event description:
It was reported that the patient did not feel well and presented to the clinic with a heart rate in the 30s. The right ventricular (rv) lead was observed with t-wave oversensing (twos). Reprogramming changes were made to blanking and sensitivity. The lead remains in use. No patient complications have been reported as a result of this event.